Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device was returned and evaluated. Upon visual inspection the gnarled handle had fractured at the thread with the threaded portion of the handle not returned. Review of the device history records identified no (related) deviations or anomalies during manufacturing  a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle on the inserter broke. Attempts have been made and no further information has been provided.